Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant procedure the patient experienced hematoma. Evacuation of hematoma was performed and the implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.